Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 7.4, lab: 4.9. Observed some bruising, but cannot confirm if due to high inr results; coumadin held for 3 days.